Event description:
It was reported that, after a right thr index surgery performed on (B)(6) 2019 to address osteoarthritis symptoms, the patient sustained an unspecified infection that made necessary a revision surgery on (B)(6) 2020. During this procedure, all primary components were explanted and replaced with a thr system from a competitor manufacturer.

Manufacturer narrative:
Additional info: g7, g9, d10, h2, h6, h3, h10 result of investigation: it was reported that a revision surgery was performed due to infection. All implants were removed during revision surgery, these were a polarstem hip stem, an oxinium head, a r3 hole shell, a 20 degree liner, central hole cover and 2 screws. All these articles are intended to be used in treatment. The polarstem std sz 1 stem was focus in the following investigations. No product was returned. Furthermore, to date no medical records have been received on this complaint. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. Additionally, the batch number wasn't reported, therefore no batch record and batch related complaint review could be performed. The review using the part number, did not reveal any coincidence between article and reported failure. S+n's IFU for hip 12.23 describes the risk infection, which can have multiple root causes. Infection is a well known risk which is mentioned in the product specific risk management file. Nevertheless, the risk is classified as low and therefore acceptable by smith + nephew. Should additional medical/clinical documentation become available the complaint will be re-assessed. At that time of investigation the root cause for infection remains undetermined due to insufficient information. Smith + nephew will monitor these products for similar issues.

Manufacturer narrative:
Additional info: d11 updated results of investigation: it was reported that a revision surgery was performed due to infection. All implants were removed during revision surgery, these were a polarstem hip stem, an oxinium head, a r3 hole shell, a 20 degree liner, central hole cover and 2 screws. All these articles are intended to be used in treatment. The polarstem std sz 1 stem was focus in the following investigations. Other devices were investigated and reported under: 1020279-2019-03778, 1020279-2019-03777 and 1020279-2019-03776. No product was returned. Furthermore, to date no medical records have been received on this complaint. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. Additionally, the batch number wasn't reported, therefore no batch record and batch related complaint review could be performed. The review using the part number, did not reveal any coincidence between article and reported failure. S+n's IFU for hip 12.23 describes the risk infection, which can have multiple root causes. Should additional medical/clinical documentation become available the complaint will be re-assessed. At that time of investigation the root cause for infection remains undetermined due to insufficient information. Smith + nephew will monitor these products for similar issues.

Event description:
It was reported that a revision surgery was performed due to infection. All implants exchanged.